Event description:
Customer was experiencing symptoms of high blood glucose and had severe vomiting, blood in their stomach and dehydration. Pt was admitted to the hospital, given an IV for dehydration, and insulin.